Event description:
Reportedly, a component disengaged into the patient's cavity during an esophagectomy case. The surgeon decided not to retrieve the component stating it posed no harm to the patient. The hospital reported no injury to the patient.